Event description:
During a laparoscopic cholecystectomy procedure. The surgical trocar allegedly failed to retract. The product was disposed by the customer. The device history record review showed there was no lot specific problem. In addition, thirty units were pulled out of finished goods (controlled/non-released inventory) and bench tested to simulate the difficult actual use conditions. All thirty units passed the criteria of acceptance.